Manufacturer narrative:
. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device breakage may cause minor or temporary injury (e.g. Abrasion, laceration, etc.) Requiring no or minor medical intervention. Event may result in a short procedural delay and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to 21 cfr 803. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a primary total shoulder arthroplasty the tss head cutting template rod. 2.5 was inadvertently broken off in the handle by a slipped swing of the mallet, causing the threads of the tss trial inserter/extractor. 2.5 to break off. There was no delay and the procedure was finished using the same device. Patient was not harmed and no pieces fell into patient.